Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with 445cc mentor memoryshape breast implant experienced right-sided grade iii capsular contracture postoperatively. Capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 01-oct-2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information stating that the patient had her removed breast prostheses replaced with mentor smooth round moderate plus profile 350cc gel breast prostheses following explant surgery. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture with a mentor breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-aug-2021, mentor received additional information about the event: the patient developed baker grade iii capsular contracture bilaterally. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. The patient is scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).